Event description:
Loosening. Revision surgery of the acetabulum to a tritanium cup and x3 liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding loosening and revision of the acetabulum involving a pca shell was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not provided for analysis. Medical records received and evaluation: not performed as medical records were not provided. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because the device was not returned and medical records were not provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Revision after 25 years in situ is not unexpected. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Loosening. Revision surgery of the acetabulum to a tritanium cup and x3 liner.